Event description:
It was reported that a clindamycin infusion programmed in the ER for a duration of 60 minutes at an unspecified rate, completed within 30 minutes. Although requested, no further details or patient impact were provided by the customer for this event.

Manufacturer narrative:
The reported issue that an infusion of the drug clindamycin programmed for 60 minutes, however had infused within 30 minutes was confirmed via log analyses but could not be duplicated during the investigation. Physical inspection of the device noted issues suggesting improvement may be needed in the cleaning and preventative maintenance (pm) activities being performeda third party unapproved bezel had been found during the inspection process that was manufactured by elite biomedical solutions. The platen datum posts had very little protrusion coming through the membrane frame holes; this can be attributed to having an unapproved 3rd party bezel. An unapproved threadlocker fluid was found applied to the membrane frame screw. Infusion had 60 minute duration but began alarming for fluid side occlusion approximately 30 minutes later, and was manually terminated with a recorded volume infused at 28.588ml from an expected 50ml. Log analysis shows an infusion of the drug clindamycin, 600mg/50ml (drugid=121), was programmed at the guardrail drug library default settings with the rate at 50ml/h and the vtbi at 50ml for duration at 1 hour. The infusion was started at 11:20pm on (B)(6)2019. The rate accuracy testing found the pump module to be infusing within specification even though it had a third party bezel with a noticeable difference in the platen datum posts protrusion through the membrane frame holes. The incident administration set and secondary tubing was not returned or retained for investigation. A definitive root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Both primary and secondary model or lot not provided by customer.

Event description:
It was reported that the rn initiated clindamycin at an unspecified rate programmed for 60 min however infused within 30 min. The event occurred in the ER. Although requested, no further details were provided by the customer for this event.